Event description:
Covidien received a report stating that a ventilator was not cycling. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to clean the touchscreen. The customer acknowledged and reseated the electrical and pnuematic connections, which resolved the reported issue. Covidien was not authorized to service the device.(B)(4)